Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Although, the root cause of the central lumen break is undetermined the iab central lumen was found broken near the iab bifurcate which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint see MDR #1219856-2017-00255 and tc #(B)(4). (B)(4).

Event description:
It was reported by the rn that blood was found within the helium tubing. The rn notified the md and shut the balloon pump off. The catheter was replaced. There was no patient injury or consequences. Medical intervention was not required.